Event description:
The facility reported a pump that sounds all the time with a door open/close clamp issue. This event occurred during patient therapy. The patient was connected to the line to begin an infusion and the pump alarms. The pump was swapped out with a different pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.